Event description:
The report indicated that the customer experienced high bg's (255-500mg/dl) with large ketones over nearly three days of wearing a pod. A kink was seen in the cannula, though no blood was noted. Her levels started to rise significantly prior to a low reservoir alert, at which point the pod was deactivated. The customer removed the pod and went to the ER. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage of manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. The investigation revealed evidence of an air bubble within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any manufacturing process or product defect. The omnipod user's guide instructs users on proper filling technique to avoid this condition, as failure to do so may result in unintended/interrupted insulin delivery. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.